Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the rigid arthroscope tip was chipped. There were no reports of patient harm.

Event description:
The issue occurred during inspection for use. The intended procedure was completed with a similar device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: b3, b5, d8, h3, h4, h6, h11. The device was returned to olympus for inspection and the reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported damage is likely due to improper handling and application of excessive force, impact, fall, shock or similar stress. Olympus will continue to monitor field performance for this device.